Event description:
While pt was sitting at a restaurant right total knee replacement dislocated. History of two previous dislocations. Had closed reduction and was discharged home for follow-up by private m.d.